Manufacturer narrative:
During inspection, the field service representative observed error code 3000 on the r2 middle and outer carousel. Troubleshooting was performed including multiple part changes, calibrations, lubricating and cleaning, but the issue persisted. The fsr determined the outer reagent carousel was worn out and ordered the outer reagent carousel lls antenna board and lls cable for replacement. The outer motor carousel and lls antenna board were replaced and determined to be the likely causes for the customer issue. The fsr verified the system functioned with a control run and multiple specimens. A review of the service history for the isr54191 verifies no subsequent issues have been reported. No contributing factors in the month prior and subsequent to the current complaint, were identified in regard to the likely cause parts. A review of tracking and trending revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The i2000sr erratic result rate is within acceptable limits with no adverse trends identified. Additionally, no trends were identified for the likely cause parts. Manufacturing documentation was reviewed and found to contain adequate information for troubleshooting the observed issue including the troubleshooting, removal, and replacement of the outer motor carousel and the lls antenna board. Based on the information within the complaint, no product deficiency or systemic issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 472.0 ng/l was generated for a patient sample that retested negative at 0.9 ng/l. No adverse impact to patient management was reported.